Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that it was kinked and detached at distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21oct2025. It was reported that device kink occurred. The 50-60% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 200cm, 8cm v-18 control wire was selected for percutaneous transluminal angioplasty (pta). However, during the procedure, it was noted that the wire was kinked. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed distal tip detachment.

Manufacturer narrative:
Correction to field e1: initial reporter phone from +011(082)1067958965 to +011(082)07043258954 updated e1: initial reporter email. Device evaluated by MFR: the guidewire was returned to our post market quality assurance laboratory. Visual inspection was performed, and it was observed that it was kinked and detached at distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21oct2025. It was reported that device kink occurred. The 50-60% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 200cm, 8cm v-18 control wire was selected for percutaneous transluminal angioplasty (pta). However, during the procedure, it was noted that the wire was kinked. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed distal tip detachment.